Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed with no isig readings. The lab transmitter was checked for proper use and operation and passed per specification. The cannula was found bent. It could not be confirmed that the customer received the sensor in said condition due to it being returned opened and used.

Event description:
It was reported that the customer received lost sensor alarms. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. It was discovered that the customer's sensor's cannula was missing. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.